Manufacturer narrative:
The reported events were helix rotation anomaly and r-wave amplitude variation. As received, a complete lead was returned in two pieces. The reported event of helix rotation anomaly was confirmed. Visual and x-ray examinations of the lead found the helix was stretched/ damaged consistent with procedural damage. Unable to test the helix mechanism due to the damage helix as received. The reported event of r-wave amplitude variation was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the helix mechanism issue was due to damage helix consistent with procedural damage.

Event description:
It was reported that reduced r-wave amplitude was noted on the right ventricular (rv) lead. Diagnostic imaging was performed as part of preparation of an unrelated procedure and incomplete helix extension of the rv lead was observed. During an unrelated procedure, revision of the rv lead was attempted, however, the helix was unable to extend. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.